Event description:
It was reported that a 34-year-female patient who underwent breast surgery with a cpx4 with suture tabs medium height smooth expander experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 2, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 23, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned tissue expander. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the med height te smooth, 800cc tissue expander. Leak testing was performed, according with mentor procedure, and it revealed a tear at the suture tab at 5 o¿clock position. Microscopic examination was performed and the cause of the tear could not be identified. Based on the information currently available, a product issue was identified during the investigation of the product received. This product issue will be addressed through the mentor¿s quality system. The process controls and data records collected for the deflated tissue expander are within specification. Tear reported on product complaint is not able to be confirmed as manufacturing defect. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).